Event description:
It was reported that the radiofrequency programmer head had a damaged cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the comment of a damaged cable and it was replaced. (B)(4).